Manufacturer narrative:
(B)(4). Batch # n92h3p. Additional information was requested and the following was obtained: was the clip applier just jammed? The staple was already locked. Did you also remove a jammed clip from the clip applier? Yes. The surgeon removed it with a kelly forceps. Was there any other issue with the device besides the device being jammed (jammed meaning stuck or locked) and the jammed clip being removed? No. Was the clip applier stuck on tissue and would not open? No. The applicator was not even used on the tissue. If could not open the device that was stuck on tissue, how was the device removed? The surgeon performed the first firing and the staple was not released. The staple did not come off. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 16 clips were ejected due to the condition of the jaws. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts and the handle posts were found to be broken which suggest that a lockout premature occurred and leading the incident reported. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the will not_fire and handle post broken and lockout premature. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, medical report: the physician requested the device material and at the time of the procedure, the product was stuck / locked. The staple was removed with a clamp and the staple was already closed and did not work again. The doctor had to use another device to continue the procedure. There were no adverse consequences for the patient.